Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by an other and describes the occurrence of fatal cerebral haemorrhage ("cerebral hemorrhage") and pain ("multiple and diffuse pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pain (seriousness criterion medically significant), fatigue ("intense fatigue"), depression ("depression"), headache ("headaches"), visual impairment ("visual disturbances") and memory impairment ("memory disorders"). On an unknown date, the patient experienced cerebral haemorrhage (seriousness criterion death). By the time of death, the pain, fatigue, depression, headache, visual impairment and memory impairment outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was cerebral hemorrhage. The reporter provided no causality assessment for cerebral haemorrhage, depression, fatigue, headache, memory impairment, pain and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pain. The analysis in the (B)(4) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. This non-medically confirmed, spontaneous case report was received via regulatory authority. It refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced multiple and diffuse pain amongst other symptoms. Approximately, 4.5 years after essure insertion, the patient died due to a cerebral hemorrhage. No causality assessment was given by the reporter. Pain was considered serious due to medical importance and is listed according to essure's reference safety information. While the remaining event was considered as serious due to its fatal nature and is unlisted intracerebral hemorrhage is a common cause of stroke. The underlying pathological conditions associated with its occurrence include: hypertension, ruptured aneurysm, amyloid angiopathy and vascular malformation. In this case, limited information was provided. Nevertheless, considering essure has mechanical, local action into the fallopian tubes causality with the suspect insert is considered unlikely. Concerning the remaining event, as abdominal, pelvic and uncharacterized pain may occur during essure therapy causality cannot be excluded. This case was considered an incident, in line with healthy authority assessment. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.